Event description:
Reporter stated that pt obtained the following back-to-back results on the compact plus system: 17.4 mmol/l and 3.9 mmol/l, 18.3 mmol/l and 3.4 mmol/l, 4.8 mmol/l and 1.0 mmol/l, 5.2 mmol/l and 0.5 mmol/l, 4.8 mmol/l and 1.1 mmol/l, 4.8 mmol/l and 1.8 mmol/l, 4.6 mmol/l and 1.0 mmol/l, 3.8 mmol/l and 0.6 mmol/l, 5.9 mmol/l and 1.0 mmol/l, 4.2 mmol/l and 0.9 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.